Event description:
The field safety engineer supported the surgeon with an seeg case at umass memorial on (B)(6) 2019 using br16012. Around 2:32pm est, the robot monitor randomly turned green with a bunch of letters and numbers while in guidance to a trajectory. The screen stayed this way for a few seconds before turning black. At this point, the computer restarted itself, and the beginning screen of the rosa software appeared. The robot itself didn't shutdown, the computer appeared to just restart itself. The plan was brought up and the instrument holder ha to be calibrated again on the arm. Around 3:25pm est, the robot appeared to experience a random communication failure during guidance to a trajectory. The surgeon was moving the arm away in 'free and fast' mode, and an audible click noise was heard, and the communication failure message appeared on the screen. The surgeon did not appear to be applying too much force, and the failure appeared to be random. The robot was restarted and then no other failures were experienced for the rest of the case. The patient was under anesthesia and incisions were made for both restarts of the robot. The total delay was less than 10 minutes.

Manufacturer narrative:
It was reported that the touchscreen turned green, later a communication failure occurred. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation the technical root cause of the monitor that turned green is a crash of the operating system. The technical root cause of the communication failure is a vigilance device failure.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field safety engineer supported the surgeon with an seeg case at (B)(6) memorial on (B)(6) 2019 using br16012. Around 2:32pm est, the robot monitor randomly turned green with a bunch of letters and numbers while in guidance to a trajectory. The screen stayed this way for a few seconds before turning black. At this point, the computer restarted itself, and the beginning screen of the (B)(6) software appeared. The robot itself didn't shutdown, the computer appeared to just restart itself. The plan was brought up and the instrument holder ha to be calibrated again on the arm. Around 3:25pm est, the robot appeared to experience a random communication failure during guidance to a trajectory. The surgeon was moving the arm away in 'free and fast' mode, and an audible click noise was heard, and the communication failure message appeared on the screen. The surgeon did not appear to be applying too much force, and the failure appeared to be random. The robot was restarted and then no other failures were experienced for the rest of the case. The patient was under anesthesia and incisions were made for both restarts of the robot. The total delay was less than 10 minutes.